Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited pocket erosion with infection. A revision was performed and the cardiac resynchronization therapy defibrillator (crt-d) along with the right ventricular {rv) lead, right atrial (ra) lead and left ventricular (lv) lead were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).